Event description:
During a lap subtotal colectomy procedure, the device was cutting, but did not staple. The surgeon then created a stoma due to the excessive leakage from the patient. There is a possibility that the device may have been handled incorrectly and that the staples may have fallen out before the device was fired. The surgeon said this was a possibility and said that he was not 100% sure if there were a fully complement of staple closed or open after firing. The patient is doing fine with no further consequence.